Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The device was used for an off label indication; other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Frizon, l., may, fj., shao, j., maldonado-naranjo, al., nagel, sj., machado, ag. Outcomes following deep brain stimulation lead revision or reimplantation. In abstracts from the 21st annual meeting of the north american neuromodulation society, las vegas, nv, USA january 11-14, 2018. Neuromodulation 2018; doi: 10.1111/ner.12774. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: 1 patient with deep brain stimulation (dbs) for post-stroke pain experienced a lead infection that necessitated lead removal and subsequent reimplantation. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.